Event description:
During a peddicle/broad & round ligament procedure, the surgeon was firing across broad ligament and round when pressure was felt on the handle. He continued to fire through the cycle when the handle broke into many pieces. Surgeon used another device and everything was ok. There was no consequence to the pt.